Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented in clinic for follow-up. The right ventricular lead exhibited high rate episodes due to lead noise. The patient reported feeling dizzy. The lead also exhibited intermittent capture. No medical intervention was reported. No further information was reported.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-04828. Report type should be serious injury; not malfunction. Report type should include adverse event; not blank. Outcomes attributed to adverse event-required intervention to prevent permanent impairment/damage should be checked; not blank. Describe event or problem should include: the lead was capped and replaced on (B)(6) 2016. Type of reportable event should be serious injury; not blank. (B)(4).

Event description:
The lead was capped and replaced on (B)(6) 2016.